Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultra meter reads inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013 (time not specified) the patient reportedly obtained blood glucose readings of ¿90 and 110 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of (B)(4). The patient¿s testing frequency and typical blood glucose range are not known. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise. According to the csr¿s documentation, the patient did not take any action in response to the alleged meter issue; 15 minutes after the alleged issue occurred the patient developed a symptom of lightheadedness; and sometime between 5 am ¿ 7 am that day, the patient reportedly went to the emergency room (ER). Per csr documentation during the patient¿s time in the ER, the patient reportedly was administered an unspecified dose of insulin as treatment by the health care professional (hcp) and at an unspecified time the patient reportedly obtained a blood glucose reading in the 50¿s with the ER¿s meter. It is not clear, however, what the patient¿s blood glucose reading was with the ER¿s meter prior to receiving the insulin injection from the hcp. It is not known when the patient¿s symptoms abated and it is not clear when the patient was released from the ER. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was treated by an hcp for severe hyperglycemia after the alleged issue began.